Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the additional fse investigation has not been completed. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Per log review, a radical prostatectomy without lymphadenectomy procedure was performed on (B)(6) 2022 on system sl0411. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed the following possible related system errors: 22020 pointing to installed instrument failed to engage on universal surgical manipulator 2. This complaint is being reported due to the following conclusion: the customer noted arms were freezing after the start of the surgical procedure. At this time, it is unknown if the customer disabled/abandoned the arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer experienced the arms were freezing on a previous procedure. The customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. Tse could not confirm system errors when the live logs were viewed, however, noticed error 22020 pointing to instrument failing to engage on universal surgical manipulator 2. The tse informed the customer probable cause for engagement issues. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.